Event description:
It was reported when the patient was brought into the hospital for a lead revision procedure due to lv and ra leads dislodgement. Upon revision, it was observed that the right ventricular (rv) lead was also dislodged. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.